Manufacturer narrative:
Sample was collected in a bd vacutainer edta k2 4ml tube. Controls run before and after the incident were within range and the instrument is currently performing within qc specifications. Review of the submitted qc summary printouts showed all 3 levels within specifications for the month of february; however, one high level control was run in the normal control file dated (B)(6) 2012. Review of the submitted startup printouts showed 3 startups failed and 1 startup passed dated (B)(6) 2012. A field service engineer (fse) went on-site and replaced all drain pinch tubing, the probe wipe assembly and the lower wbc mixing check valve. Latex calibration was performed. The root cause for the high wbc, mcv results was not determined; however, the fse replaced parts which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act diff 2 analyzer generated an erroneous high wbc result without instrument generated flags for one patient compared to this patient's historical reference results and also that they were getting high wbc backgrounds on startup. Erroneous results were not reported out. There was no affect to patient. Per conversation with the customer on (B)(4) 2012, only one patient sample run on the act diff instrument on (B)(6) 2012 was considered erroneous. The customer stopped using the instrument until serviced and reported that no other patients were impacted. Bec review of the patient sample printouts also showed high mcv result compared to the reference result. Results provided by the customer are shown in the attachment.